Event description:
A ventilator was returned to the MFR's service center with an allegation the device was sounding a high oxygen flow alarm. There was no harm or injury reported. The device has not yet been evaluated by the MFR. At this time, we are unable to confirm the alleged malfunction. A f/u report will be submitted when the MFR's investigation is complete.